Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient had surgery where the leads were explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient¿s system was auto reducing. The rep met with the patient and identified high impedance on both leads. The plan was for a full system revision. Although the ipg was functioning properly the physician opted to replace it with an eterna ipg while in surgery. Surgery occurred and the existing system was explanted. The new leads could not be placed due to scar tissue. Subsequently, the case was aborted. Additionally, a wet tap occurred. A blood patch was performed. The patient did have any devices implanted. They were to be sent for a thoracic MRI and to see a surgeon for a paddle placement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.